Manufacturer narrative:
Product ID: 3093-28, lot# v875334, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced bruising in the tailbone area, as well as pain, swelling, and numbness in both legs. Her ankles and feet were swollen. Since the implantable neurostimulator (ins) was turned off, the pain was less, but still present. The swelling had decreased while her legs were still elevated. The patient was on a generic brand of vicodin/acetaminophen for post-surgical pain. A shocking/jolting sensation was also reported. The ins voltage was too strong and she got a jolt. The patient was afraid to turn ins back on. Additional information has been requested, but was not available as of the date of this report.